Manufacturer narrative:
The device was returned for evaluation an the handpiece was found to be overtorqued with a damaged housing and transducer. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was confirmed. The failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued. (B)(4).

Event description:
A facility coordinator reported that the c2602 excel 36khz straight handpiece failed the test. Additional information received on 25jul2019 indicated that the hand piece was used on a patient and terminally cleaned after the procedure. The failed testing occurred after cleaning and before sterilization. There were no issues reported when the device was used in the operating room.